Event description:
It was reported that there was a possible lead fracture based on noise, a rise in pacing impedance, and multiple short v-v intervals which could indicate oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, there was a white substance on the outer overlay tubing, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism; full lead in segments returned and analyzed.